Manufacturer narrative:
Additional information received: it was reported that the type ia endoleak occurred from the greater curvature of the angulation and was noted on the completion angiogram. The physician re-ballooned to treat the type ia, before implanting the endoanchors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that 8 heli-fx endoanchors were implanted on the same day, for treatment of a type ia endoleak. The endoleak was then resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.